Manufacturer narrative:
Additional information was received that the physician was unsure why new pain arose and the ipg was replaced per preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the lead site. High impedances were also noted. The physician believed the leads migrated and the pain was not device related. The patient underwent a revision procedure wherein the ipg and leads were replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead. Model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator the explanted leads were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the lead site. High impedances were also noted. The patient underwent a revision procedure wherein the ipg and leads were replaced.